Event description:
While having sex got sharp cramp like pain in my left side that took my breath away. Followed by 2 1/2 days of vaginal bleeding/severe left side/abdominal cramping. Followed by a month of dull achy feeling in my abdomen/left side. Then on (B)(6) pain down lower left back/front abdomen that flowed down through my pelvis/buttock into my left leg on back thigh and knee.